Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 400+ mg/dl. The customer stated that she had high readings due to the tape not sticking. The customer already took a correction dosage and changed out the infusion set. The customer stated that when she gave herself a correction bolus, she started rubbing the patch and it was leaking. The customer stated that the needle was lying sideways. The customer stated that the cannula was also out. The customer was advised of recommendations to improve adhesion. The customer was advised to monitor the problem and call back if issues persist.